Manufacturer narrative:
There has been no product returned for evaluation. Therefore, no conclusion can be drawn.

Event description:
It was reported that patient has some pain when he does sit ups. Also experiences some tenderness at the site.